Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540230, 510k # k113174 was cleared in the united states. Product analysis : part of the coating is peeling off the upper flank. This damage is consistent with overloading the set screw thread due to the incomplete seating of the rod in the mas saddle.

Event description:
It was reported that patient underwent thoracic, lumbar and sacral spine posterior correction fusion surgery at th10-s2ai due to kyphosis scoliosis. Intra-op, burr occurred during insertion of a set screws. It was changed with new one to continue the surgery. Fragments of the implant remaining in the patient were unknown. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.